Event description:
It was reported to medtronic neurosurgery that there was a drain port cap break. Reportedly, there was no injury to the patient.

Manufacturer narrative:
The returned product was patent. The device did not meet the requirements for leak testing due to the tubing being disconnected at t he y site sampling port. It is unknown how or when the damage occurred. The disconnected end of the tubing was taped up. There was adhesive noted at the connection. Multiple clamp markings were noted on the tubing above y site. A review of the manufacturing records showed no anomalies. (B)(4).